Event description:
The customer reported the unit failed the pads/paddles test.

Manufacturer narrative:
The customer reported the unit failed the pads/paddles test. The unit was evaluated at philips and the reported symptom was duplicated. Replacing the power pca resolved the reported issue.